Manufacturer narrative:
Complaint conclusion: while the smart catheter system was being removed from the patient, part of the delivery catheter system (described as the nose cone) came off after the stent was deployed. They were able to retrieve the separated portion using a wire. It was reported that it is not fully clear what happened. There was no report of patient injury. The device was stored, inspected and prepped according to the IFU instructions. There was nothing unusual noted about the stent delivery system prior to use. An ipsilateral approach was made and a 7f unknown sheath was used. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The device did not pass through a previously placed stents. There was no difficulty encountered flushing the sds. There was no difficulty or resistance during deployment. The target lesion was the svc. The lesion was not calcified and there was no vessel tortuosity. One non sterile smart 10x80 mm was received inside a plastic bag. Locking pin was not received. The unit was already deployed and the stent was not received. The wire lumen with the distal tip attached was received separated from the outer member; the separation was detected at 2 cm from proximal end. The wire lumen was kinked at 23, 53 and 91 cm from distal end. Blood residues were observed at the distal section of the wire lumen. During microscopic analysis, glue residues were observed in the wire lumen and evidence of cannulation/hub bonding was found in the proximal end section. The cause of "wire lumen kinks" condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was confirmed since the wire lumen was received separated from the outer member. The exact cause of the reported failure condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. With the information available and considering product analysis results it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported by an affiliate, during a procedure, while the smart catheter system was being removed from the patient, a part of a smart delivery catheter system came off after the stent was deployed. They were able to retrieve the portion that was left behind. It was reported that it is not fully clear what happened. There was no report of patient serious injury.

Manufacturer narrative:
This report (date of event) was entered as (B)(6) 2013, however, the date of the event is unknown. Additional information will be submitted within 30 days of receipt.